Manufacturer narrative:
03-oct-2024 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Brush head on toothbrush never rotates. It broke, some metal piece fell out of it and into mouth - oral-b [device breakage] product counterfeit - oral-b [product counterfeit] case narrative: consumer via phone stated that the oral-b toothbrush head on their oral-b toothbrush never rotated and it broke. Some metal piece fell out of it and into their mouth. No injury was reported. 03-oct-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head on toothbrush never rotates. It broke, some metal pieces fell out of it and into mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush head on their oral-b toothbrush never rotated and it broke. Some metal pieces fell out of it and into their mouth. No injury was reported.